Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: device history reviewed 13 april 2021. 0 non-conformances on this lot number. Final micro and sterility tests passed. All qc release specifications met. (B)(4) units released. Lot expiry date: 31 december 2017.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary operative notes (B)(6) 2016 indicate the patient received a left total knee replacement due to end stage osteoarthritis. The patella was resurfaced, and depuy cement was utilized x2. The surgery was completed without indication of complication by the surgeon. Revision operative notes (B)(6) 2019 indicate the patient received a left total knee revision due to pain and aseptic loosening of the tibial component. Upon entering the joint, the tibial component was noted to be loose at the cement to implant interface. The tibial component and insert were revised. No indication of deficiency with the tibial insert. The femoral and patella components were left implanted without noted deficiency. The surgery was completed without indication of complication by the surgeon. Doi: (B)(6) 2016. Dor: (B)(6) 2019. Left knee.